Manufacturer narrative:
We checked the returned unit and confirmed the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the operation channel leak, the operation channel cut, the insertion flexible tube (ift) fluid damage, the insertion flexible tube buckled, the control body fluid damage, the control body corroded, the down pulley wire fluid damage, the down pulley wire worn out, the left pulley wire fluid damage, the left pulley wire worn out, the light guide fiber bundle (lcb) broken, the light guide fiber bundle (lcb) defective, the light guide cable fluid damage, the light guide cable buckled, and the ccd driver pcb fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.